Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to open. A field service engineer reset the helmer refrigerator to restore its connection to the pyxis machine. The customer was then able to recover the medications from the helmer refrigerator without issue. No production tests were required for the helmer unit. The customer confirmed that medication recovery proceeded normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, refrigerator was not opening, the customer was not able to pull any medication out. The customer stated that device was not connected to bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.